Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, there was an air entrainment with the cardioplegia line. The product was changed out to prevent injury, there was 100 ml of blood loss, and surgery was completed successfully. The event did cause a 3 minute delay in surgical procedure. There was no harm to the patient.

Manufacturer narrative:
Terumo did not receive the actual device; therefore, further investigation is necessary. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).